Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The part number was unknown; therefore, the brand name, product code, catalog number, 510(k) and UDI are unknown. The lot/serial number is unknown; therefore, the device manufacture date is unavailable. This event was reported by the user facility to the food and drug administration, via medwatch form 3500a mwr# (B)(4). At this time, the device has not been returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, an unknown cutter device broke, failed and "couldn't get it to". This event was reported from the facility on uf/importer report# (B)(4). It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.